Manufacturer narrative:
No unexpected button error alarms were noted. The pump was received with no button response on the esc or act buttons due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive keypad. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 143 mmol/l. The nurse advised the customer to discontinue use of the device and revert to back up plan. Customer agreed to return the device for analysis.